Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of cervical radiculopathy and spinal pain. It was reported that the patient had an increase in pain starting on (B)(6) 2017. The patient reported that they are not resting. The patient also reported that they could not get stimulation on the left side. It was noted that the patient programmer showed that the stimulation was on. The patient noted that they had fallen in (B)(6) 2016 and broke their leg, but they mentioned that their stimulation had worked fine after the fall and they had not fallen since. The patient tried adjusting the stimulation level and the changing groups, but still was unable to feel stimulation on the left side. It was noted that the patient had received shots in their back for the pain issues. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representatives. It was reported that the patient's managing physician had moved states and no longer sees the patient.

Manufacturer narrative:
Patient weight is approximate. Patient provided a range of (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's pain was severe. The patient stated that their implant was to manage the pain. The lack of stimulation on the left side was not completely resolved, but the implant has helped bear the different pain levels. No further complications were reported.